Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two years after intraocular lens (iol) implantation, the patient experienced lecog/possible phimosis in the eyes. The surgeon performed posterior and anterior yttrium-aluminum-garnet laser (yag) capsulotomies. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned. The provided photo was reviewed by global quality customer affairs (gqca). The photograph was through the oculars of a slit lamp microscope of what appears to be a posterior chamber intraocular lens (pciol) visible through an undilated round pupil at moderate magnification. There appeared to be 360 degrees of anterior capsular opacification (phimosis) of moderate to dense opacification with the visual axis clear. The appearance of these opacities likely represents lens epithelial cell on-growth (lecog). Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The handpiece and viscoelastic used were not provided. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. The provided photo was reviewed. This likely demonstrates anterior capsular opacification (phimosis). The risk factors for this condition are many and include chronic ocular inflammation and diabetes. Additionally, it can be more common in certain lens materials as it is a phenomenon associated with capsular bag biocompatibility and has been reported in many iols with different types of biomaterials. It is usually self-limited. Information was provided that the patient has diabetes. The patient had intravitreal injections of in 2022 for age related macular degeneration (amd). File will be reopened if new information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).